Manufacturer narrative:
Pt info: unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -11.00 diopter, into the patient's right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting. The lens was exchanged with a longer lens and the problem was resolved.